Manufacturer narrative:
(B)(4). Date sent: 2/11/2020. Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, there was a split in the cord where it connects to the megasoft pad and the wires were exposed. No patient involvement occurred. No additional information is available at this time.

Manufacturer narrative:
(B)(4). H10: corrected data = h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.